Event description:
Customer reported that the paramedics were called due to high blood glucose and dka. Customer stated that she was transported to hospital where she was treated with insulin drip. The blood glucose reading at the time of hospitalization was unknown. Troubleshooting was performed, and the insulin pump appears to be programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.